Manufacturer narrative:
Pr (B)(4) follow up fluid was reported to have emerged from the inner wall of the syringe plunger. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts two syringes enclosed in a plastic bag, both with the plunger rod and rubber stopper positioned at the 1 ml mark on the syringe barrel scale. One syringe appears to show fluid at the bottom rib of the rubber stopper. No additional defects or irregularities were observed. A review of the device history record was completed for material number 302832, lot 5183106. The assessment did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the photographic evidence provided, the symptom described by the customer has been confirmed. However, in the absence of a physical sample, a definitive root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 had leakage. The following information was provided by the initial reporter: material: 302832. Batch#: 5183106. Verbatim: rcc received a complaint via phone. Pir attached. Our IV technician tried to use them to compound in the IV rm and the fluid came out of the inner wall of the syringe/plunger. N/a this happened in pharmacy while compounding. 30ml syrines ref # (B)(4) lot # 5183106.